Manufacturer narrative:
(B)(4). On the same day as onset of the peritonitis, the patient began treatment with intraperitoneal (ip) cefazolin (2 grams per day) and ip gentamicin (80 milligrams per day) for the event of bacterial peritonitis. Twenty-one days later, the treatment with antibiotics was stopped and on the same day, the patient was discharged from the hospital and was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as "patient error" (not further specified). The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis effluent. On the same day as diagnosis, the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was retrained on the aseptic technique. No further information was provided regarding the outcome of the peritonitis event. At the time of this report, dianeal therapies were ongoing. No additional information is available.